Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having problems with their stimulator shocking them, later they said they had issues with therapy/ins itself, but the issue had gotten tremendously worse recently. Patient said they had x-rays and an MRI done, and when they were laying in the MRI machine, the pain got a lot worse because the patient had to lay on their back. Patient did not get information back regarding imaging yet. Patient tried to charge their implant last night, but they couldn't sit or lay on their back anymore because the pain was horrendous and they noted they had swelling in the area as well. Patient thought the issue was with the device in their back because even when they weren't charging, they had pain that was horrendous and had been bothering them for quite a while. Even before the pain started, the device had been "bothersome." Patient mentioned they had a problem with scar tissue, but didn't know if that caused the problem or if there was something else going on. Patient also mentioned they had 3 or 4 falls since they got the ins. Patient stated they were losing feeling in their right side, which was where the issue was stemming from, and they couldn't walk if they got up, which had been leading to prior falls. Patient said they could feel when stimulation was working, but there was no sensation of stimulation on their right side at all; however, they felt a bit down by their ankle for the first time ever yesterday evening. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to reps for visibility; provided and explained use of  national answering service (nas) number for healthcare provider (hcp) to use in case the patient didn't hear back from reps soon.